Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 400mg/dl. The customer had no symptoms such as nausea and treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 346 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer indicated that the cannula was bent. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.